Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient. The following data was provided: on (B)(6) 2020, sid (b(4) initial result = 0.213 ng/ml (positive), repeat after the physician questioned the result was <0.01 ng/ml (negative), repeat on another architect was <0.01 ng/ml (negative). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation was performed for observed falsely elevated results which included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and historical performance of reagent lot 31331un20. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. The historical performance of reagent lot 31331un20 was evaluated using field data. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result and cal f rlu's for lot 31331un20 are inside the established control limits, therefore, no unusual reagent lot performance was identified for lot 31331un20. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I for lot number 31331un20 was identified. The customer performed troubleshooting and found the alnty wz probe required cleaning, which resolved the issue. Return testing was not completed as returns were not available. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no additional occurrences of a discrepant troponin result documented after the alnty wz probe, were cleaned by the customer. Tracking and trending was reviewed for the alnty wz probe and did not identify any trends. Tracking and trending was reviewed for the architect and no trends were identified. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the alnty wz probe or the architect i2000sr processing module for serial number (B)(6) was identified.